Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and the blood glucose event. The blood glucose value was 52 mg/dl. The customer received the sensor updating and change sensor alert. The customer experienced hypoglycemia and was treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-441ag, mmt-7841zn, mmt-1884, and mmt-342. Troubleshooting was not performed for the sensor glucose vs blood glucose, and low blood glucose. Troubleshooting was performed for the change sensor alert, and the customer run a test on transmitter. Troubleshooting was performed for the tester procedure for transmitter, and the transmitter is working correctly. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-441ag, mmt-7841zn, mmt-1884, and mmt-342.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer didn't allege the discrepancy between the sensor and blood glucose values. So, as per reportability criteria, the event is not-reportable on the current product. Hence, the event submitted under regulatory report 2032227-2026-123471 is not-reportable.